Event description:
During use of the device for endoscopic saphenous vein harvesting, the user severed the vein intended for harvest. The harvested vessel remained suitable for use as a coronary artery bypass graft. There were no adverse consequences to the pt reported.

Manufacturer narrative:
Evaluation in progress but not concluded. The user could not identify the lot number of the product involved, and discarded the device without returning it to the MFR.